Event description:
It was reported that the pump time was incorrect, cause was unknown. Customer reported an elevated blood glucose (bg) reading of "high" mg/dl on the continuous glucose monitor. Reportedly, customer administered a correction bolus via the pump to address the elevated bg. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.